Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 03:40:37. During night drain cycle one, the patient's ultrafiltration reading was 2205 ml, indicating the home patient drained 2205 ml more than their maximum programmed fill volume of 3000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A service history record review was performed. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.